Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the buttons of insulin pump twice to work. Customer's blood glucose value was unknown. Customer also stated that crack in the lower right n the screen. The device will not return for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test. (B)(4).